Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The investigation revealed that the cause of the loss of audio was due to the speaker becoming disconnected from its associated connector causing an open circuit (result code). Reconnection of the speaker resolved the issue. Once repairs were completed, the device passed testing and returned to the customer.

Event description:
The customer stated the speaker is non-functional. The problem was discovered during routine testing two times in 2008. No patient involvement.